Event description:
Original surgery date was 2006. Patient received st360 implants at leveles l4/s and s1. Construct consisted of two 5.5x50mm screws, four 5.5xx55mm screws, fix locking nuts, two 5.5x10cm straight rods and 6 small connectors. During doctor visit, x-rays revealed two fractured screws at s1, left and right side (dat of doctor visit is unk). Revision surgery occurred approx 5 months later; removed six locking nuts, two straight rods, six connectors, one 5.5x55mm screw from l4 (lefts side) and the two 5.5x50mm screws from s1. The l4 screw (left side) was removed, because the screw appeared to be loose. The broken ends of the screws could not be removed from s1 and remain in the patient. One top loading rod (tlr) and 2 locking nuts were inserted over the l4/s screws (right side). A 6.5x55mm screw was inserted into the l4 (lfet side). One 4cm rod and two small connectors were inserted over the l4/s screws (left side). No s1 screws were inserted. The case rep stated that no interbody devices (bone) were used during the original surgery. The devices were returned. The DHR's were reviewed and no discrepancies were found during this review. Device analysis confirms that the screws are 5.5x55mm. The major and minor diameters of the returned broken ends of the screws are within print specifications. As described in the product labeling, the st360 spinal fixation system is intended to be used with bono graft, which is required to provide additional support. A successful result is not always achieved in every surgical case. Posterior spinal fixation systems cannot withstand body loads without the support of bone. In the event that bone is not provided to facilitate fusion, bending, loosening, disassembling, and/or breadkage of the implants eventually will occur.

Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.